Manufacturer narrative:
The referenced device was returned to the service center. The evaluation confirmed the reported "no video" was due to a faulty cable unit. The device was repaired and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The biomedical technician at the user facility reported, during inspection before use, the 4k autoclavable camera head had "no video". There was no patient involvement as another camera head was used to complete the intended procedure without issue. There was no adverse outcome to the patient reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The legal manufacturer determined that the no image malfunction was due failure of the cable unit, caused by applied force such as forcible bending, pulling, twisting, crushing, etc. To the camera cable, and the cable unit it is presumed that the image did not appear because the image was damaged and the image could not be transmitted. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: - do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. - be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back particularly. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. The legal manufacturer will continue to monitor the field performance of this device.